Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead received inappropriate shocks. The physician performed an invasive procedure and found a break in the circuitry of the transvenous defibrillation lead. The physician elected to explant the entire system and replace it with a pectoral system.